Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented remotely through merlin.net transmission, inappropriate frequent auto mode switch episodes due to oversensing atrial lead noise were observed. The patient had a history of atrial lead noise that was unable to be reproduced in the clinic. The patient was brought into the clinic for further evaluation. The patient was asymptomatic to the noise issue. Isometric testing was able to reproduce the noise in the clinic. Programming changes were made. However, inappropriate mode switch episodes were still occurring. The patient remained stable and will continue to be monitored.